Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic assisted vaginal hysterectomy- around activation 25 the doctor stated that the blade was not cutting. The doctor mentioned the normal resistance that is felt by the blade lever was missing. The tissue type was a fibrous uterus. There was no auditor or visual snapping that came from the hand piece. Additional information received via e-mail from sales rep december 2, 2016 - "the jaws were not cleaned as the device had only been activated around 20-25 times when the failure to cut was noticed. This would have been about the time they would have cleaned the jaws if this had not been noticed. To finish the procedure another eb010 device was opened and the procedure was finished without any issues."" Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The device was returned in the open position with the blade fully extended in the jaws. During functional testing, engineering was unable to activate the blade, thus confirming the customer experience. After disassembly of the device, engineering noted that an internal component was broken. The root cause of the event is the broken internal component which is responsible for blade activation. Applied medical has implemented process changes and will monitor its vigilance systems for trends and take appropriate actions, as necessary. Additional information was requested and received.